Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The pulse generator was difficult to interrogate and exhibited an rf telemetry anomaly. No intervention or patient symptoms were reported. The patient was fine.